Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion of the flat cable and damage to the manifold cushioning material was observed. The service repair technician, was unable to identify the cause of the malfunction. There was no patient involvement.